Event description:
Rptr writes, "my child has had liver disease, kidney disease, lung disease, enlarged heart and continues to have the following problems. Cholestasis, constipation, eye problems, swallowing and gastro-intestinal reflux problems, immune deficiency problems; for example pneumonia twice last year. He is sick all the time. It takes him a long time to get well, even from a normal cold or virus. At one point in his life, while hospitalized, he was killing off red blood cells and the dr's thought they were going to have to do a blood marrow sampling and he possibly had leukemia. This resolved, but he continued to contract mysterious infections he almost did not overcome. He had an eye infection which he could not get rid of, conjunctivitis, kidney and renal problems. Methyl resistant staphylococcus infection. He has cholestasis, severe constipation where he almost passes out, stomach problems, swallowing problems. At three years of age he still drools excessively. His gag reflex is seemingly reversed and he has reflux problems. He acts as if things get caught in his throat and circulation gets cut off. He gets sick easily and bruises easily. He seems to have poor muscle tone and is about to be placed in the special development program for 3kindergarten in the school system. He still does not physically function at a three year old level. He functions at about a 27 month old level.